Event description:
It was reported that the customer was hospitalized for ketones and diabetic ketoacidosis, with a blood glucose reading of 24 mmol/l. The diabetes specialist nurses perceived cause of event was not the insulin pump itself but rather a site issue or the insulin. Troubleshooting was performed. The insulin pump passed the fixed prime, the self test, and the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.